Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It is reported that after reaming the glenoid, a small fragment of the reamer was discovered in the wound.

Event description:
It was reported that during a laparoscopic assisted nephrectomy procedure, the device was used to ligate the ureter. It was clamped, closed, then would not release. The device was pulled from the tissue and tore the ureter. An additional dissection and repair of the ureter was necessary. Suture was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Dried body fluids the analysis results found that the (B)(4) device was received with excessive dried body fluids. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications; however, due to the accumulation of the dried body fluids the jaws did not open as intended. The trigger was manually assisted in order to open the jaws without any difficulties noted. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The found damage was related to an in use condition that is independent of the manufacturing materials and/or methods. The batch record was reviewed and no anomalies were noted during the manufacturing process.